Event description:
While performing calibration service a philips field service engineer found errors in the status log that indicate a therapy pca related error. There was no pt involvement.

Manufacturer narrative:
(B)(4). While performing calibration service a philips field service engineer found errors in the status log that indicate a therapy pca related error. There was no pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.